Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv 250 experienced a ruptured reservoir during infusion. According to the report, the patient was receiving tobramycin 560mg/125ml in sodium chloride 0.9%. The rupture occurred with approximately 2-3ml of solution left. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: this device was not returned to baxter for evaluation, however, a photograph of the device was returned for evaluation. A visual examination was performed. Device evaluation confirmed the reported condition of a ruptured reservoir. The device is a single use device and was discarded. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Per the customer, the actual device is not available, however, a photograph of the device will be submitted to baxter to perform a photographic evaluation. The photo has been received; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or should any additional information become available